Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced wide blood glucose fluctuations while using the ilet, including a low to 39 mg/dl overnight and a high to 360 mg/dl, with out-of-range glucose for approximately six hours; the user treated with oral carbohydrates (juice and peanut butter), received ilet alerts, and no assistance or medical intervention was required. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included troubleshooting and education on viewing glucose graphs, checking infusion supplies, and verifying infusion set and connector function; the user was guided to disconnect and properly secure the infusion set connector, confirm tubing flow with visible drops, and continue monitoring, with the current teflon inset noted as functioning. Investigation of this case revealed that the infusion set connector had not been secured into place, consistent with an infusion set deployment or connection issue contributing to variable insulin delivery. It was concluded, based on previously established findings for similar reports, that user technique related to infusion set connection was the most probable cause.